Event description:
A (B)(6) female with vertebral artery dissection, intent was to treat with 4.5 x 37mm enterprise stent. After placement of velocity microcatheter across area of dissection, attempt was made to insert enterprise stent into catheter without success, velocity microcatheter was exchanged for cordis browler select plus microcatheter. Once prowler placed across area of dissection, enterprise stent delivery device was inserted without difficulty through prowler into position at area of dissection. Deployment maneuver completed without visualization of stent in vertebral artery. Several contrast runs as well as multiple fluoroscopic projection failed to visualize any stent. Delivery device, sheath, and both microcatheters were vigorously examined for stent without evidence of one present. Pt continued to show improvement and procedure was terminated. Diagnosis or reason for use: vertebral artery dissection.